Manufacturer narrative:
The investigation determined that lower than expected vitros sodium (na+) and vitros potassium (k+) results were obtained from a single non-vitros biorad l2 quality control fluid (lot 31830) using vitros na+ and vitros k+ reagents when tested on a vitros 350 chemistry system. The assignable cause of the event is instrument related. Vitros na+ and k+ within-run precision testing performed prior to service were outside of acceptance criteria. An ortho field engineer discovered the butterfly wing nuts on electrometer were not secure, causing salt build-up on electrometer railing. Acceptable performance was obtained after the field engineer secured the wing nuts and removed the salt buildup.

Event description:
A customer obtained lower than expected vitros sodium (na+) and vitros potassium (k+) results from a single non-vitros biorad l2 quality control fluid lot 31830 when tested on a vitros 350 chemistry system. Vitros na+ slide lot 4216-0981-6259. Biorad lot 31830 l2 results of 108.1, 124.2, 109.7, 84.0, and 142.8 mmol/l vs. The baseline mean result of 158.7 mmol/l. Vitros k+ slide lot 4102-0987-6472 biorad lot 31830 l2 results of 3.30, 3.23, 3.60, 4.85, 4.88, 4.80 and 4.37 mmol/l vs. The baseline mean result of 6.78 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer provided an example of a single patient sample that was affected; however, the magnitude of the bias of the lower than expected results did not exceed potential health and safety criteria. There were no reported allegations of actual patient harm as a result of this event. (B)(4).